Manufacturer narrative:
The device was returned and the estimation found that the jet tube had white foreign objects. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited white foreign material in the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h2, h3 and correction to section e. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage from the biopsy channel identified during inspection, proper reprocessing may not have been possible, and the foreign matter may not have been removed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The issue can be detected/prevented by following the instructions provided in: the suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.